Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported right side implant exchange due to patients concern with the product. Patient representative reported patient ¿suffered personal injuries and related damages,¿ this event is not related to the device. Healthcare professional later reported right side capsular contracture baker grade iii. Device has been explanted and replaced

Event description:
Patient reported right side implant exchange due to patients concern with the product. Patient representative reported patient ¿suffered personal injuries and related damages,¿ this event is not related to the device. Healthcare professional later reported right side capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ varied injuries-ndr: not applicable as the event is not related to the device. ¿ insufficient information: not applicable as the event is not related to the device. Additional observations: ¿ deformation device and brown particles observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, g2, h3, h6.